Manufacturer narrative:
Investigation: visual inspection: visible deposits in the outlet spout, but no damages. Permeability test: the test showed that the gav® is permeable. No leakage of the casing was visible. Computer controlled test: the computer controlled test has shown the opening pressure of the gav®, at a reference flow rate of 20 ml/hr in a horizontal position, to be 7.69 cmh2o. This is within the specified tolerance of 6 cmh2o ± 2 cmh2o. Additionally, the gav® was tested according to standard procedure in the horizontal and vertical position. At a fixed opening pressure of 5 cmh2o in the horizontal position, a pressure of 6 cmh2o ± 2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the horizontal position, the gav® had a pressure of 7.69 cmh2o. This is within the specified tolerance of 6 cmh2o ± 2 cmh2o. The test, performed in the vertical position at a reference flow of 20 ml/hr, has shown that the gav® with a result of 30.56 cmh2o is operating not within the specified tolerance (36 cmh2o ± 3 cmh2o). Additional testing did not significantly change the results. According to our results,we can confirm the presence of an over- drainage. Internal inspection of product: after dismantling of the valve, minimal deposits were found in gav®. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. In spite of this we have tested the valve to the best of our abilities. Based on our investigation, we are not able to substantiate the claim of "blockage" or "leaking casing". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of invisible deposits can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
The results of the investigation and further information will be provided in the follow-up report. The investigation is still in progress.

Event description:
It was reportet that there was a problem with a gav valve. It was removed on (B)(6) 2020 due to malfunction. No patient harm. "On explantation shunt valve casing appeared to be leaking cerebrospinal fluid (csf)". Implantation: (B)(6) 2014; removal: (B)(6) 2020; age: (B)(6) years; gender: m.